Manufacturer narrative:
(B)(4).

Event description:
It was reported than when the wall charger was connected to the pump it displayed the message "device failed please return" and the pump would not operate. This pump is new and was not placed on a patient.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.